Manufacturer narrative:
(B)(4) - conclusion: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's daughter reported several days after reporting an unrelated cycler issue on (B)(6) 2017 the pd patient had been diagnosed with peritonitis and was given antibiotics (vancomycin) as treatment. The exact date of diagnosis was unknown. The pd patient's daughter stated the patient had finished treatment with antibiotics and had reverted modalities to hemodialysis. Additional follow-up was made with the pd patient's clinic, who provided information that the infection was caused by touch contamination as the patient had taken a medication that caused him disorientation. The pd patient's clinic registered nurse (rn) stated the patient ended up being hospitalized for two days for peritonitis and was treated with unspecified antibiotics in the hospital. The patient's pd catheter was removed and the pd patient was transferred to hemodialysis. The patient was administered vancomycin in the clinic prior to hospitalization. Per rn no medical records were available for this event.